Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair using conformable gore® tag® thoracic endoprostheses to repair an aortic arch aneurysm. The left subclavian artery was intentionally covered. A gore® excluder® aaa endoprosthesis was then implanted to repair an abdominal aortic aneurysm. The patient tolerated the procedure. It was revealed that the distal end on left side of the abdominal endoprosthesis had migrated (amount unknown). On (B)(6) 2017, the physician elected to perform reintervention. An aortic extender component was additionally implanted to treat the migration of the contralateral leg component, and an additional contralateral leg component was implanted to cover the overlap junction between the previously implanted endoprosthesis and the aortic extender component. Also, the left subclavian artery was embolized with coils and plugs though a type ii endoleak was not confirmed. The patient tolerated the procedure.